Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual examination of the returned product identified signs of repeated use with nicks and gouges and fractured. The device history records for were reviewed, and identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is confirmed via product return. A definitive root cause is attributed to standard wear and tear from repeated use for 5+ years. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor pad fractured during the trialing. No pieces fell into the patient. No patient impact.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.